Event description:
It was reported that the left ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found a partial lead was returned in two pieces. Insulation abrasion breaching the cable lumen was noted at 5.4 cm to 5.5 cm from the distal tip.